Manufacturer narrative:
The hill-rom technician found that the power cord had a loose ground prong. The hill-rom technician replaced the power cord and the bed functioned to specifications.

Event description:
Info received indicated the bed's ground impedance (residence) is out of specifications.